Manufacturer narrative:
Submit date: 9/20/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states that the umbilical arterial central line was placed on premature infant shortly after birth. The next day, the rn noticed that there was leaking from the line near the hub of the line. The line was removed immediately.

Manufacturer narrative:
No lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) used uvc catheter, which came inside a generic plastic bag, was provided for evaluation. Visual inspection was performed and the reported condition was not observable. It was also noted that the catheter showed signs of being used in a patient. Under water testing was performed and a leak below the strain relief was identified in the catheter. It is important to consider that the instructions for use warn: [exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use clamps on umbilical vessel catheters] and continues, [do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break... Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. In addition the IFU states [the catheter lumen or catheter shaft should be flushed and filled with heparinized saline per hospital protocol. The catheter may be grasped with a smooth forceps or fingertips and inserted into the lumen of the dilated vessel. Catheter lumen should be occluded with saline via intermittent infusion caps or luer-lock syringes during insertion to avoid air emboli]. Examination of potential causes of this issue included: misuse, nonconforming material, operator failed to follow process or inspection procedures, machine, method, or measurement. Based on the available information, it can be concluded that product was manufactured according to specifications. Manufacturing performs 100% leak testing which would identify this issue in the catheter assembly. Therefore, the most probable root cause can be considered as misuse; this defect was most likely damaged during use caused due to an inappropriate manipulation by the user. The reported customer complaint is confirmed. A root cause could not be determined. The probable root cause was determined to be customer misuse. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes.